Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin was bumped, had a blank display, an error message, and unresponsive buttons. The customer managed to turn the insulin pump on, but an unexpected restart alarm was received. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The act and esc buttons were unresponsive. The customer stated that dropped the insulin pump in the sink with water was the significant event leading to the keypad issues. The clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the moisture exposure, unexpected restart, and damage was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, unexpected restart error test and self test or verify the unexpected restart error alarm due to unresponsive buttons. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.